Event description:
Health professional reported "any creases" and capsular contracture, baker grade iii/IV. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold and wear abrasion. Weight measurement identified device weight to the specification. Cloudy was observed after autoclave disinfection process. Based on the device analysis, the final assessment is no issues found related with the manufacturing process. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a right side rupture. Device remains implanted.